Manufacturer narrative:
Philips has investigated the complaint. According to the additional information gathered, the problem occurred during the coronary diagnostic procedure, which was delayed for a few minutes as the customer waited for the error message to disappear to complete the procedure. The philips field service engineer (fse) assessed the device on-site and confirmed that it was unable to perform x-rays. During troubleshooting, fse tested the oil level in the cooling unit and the power supply to the e cabinet and found no issues. To resolve the issue, fse reseated the connections in the e cabinet. Following that, the system was restored to proper working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.